Event description:
The patient was initially implanted with an afx bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, the patient presented asymptomatic during a routine follow up where a computed tomography angiography (cta) identified thrombus and a possible 3b endoleak. Additional information: patient re-intervention was completed on (B)(6) 2021. The physician elected to reline the original implanted devices with a bifurcated stent graft, a suprarenal extension and an ovation extender sent graft.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak is unconfirmed, however the reported thrombus is identified as left iliac artery occlusion (thrombus within the stent)was confirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for the type 33b endoeak was due to the use of strata material. The most likely causation for the left iliac artery occlusion (thrombus within the stent) was due to the patients pre-existing condition of (severe peripheral arterial disease (pad), severe anemia, and left lower extremity (lle) thrombus). The final patient status was reported being stable post the secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events has been updated . B5: describe event/problem ¿ updated. G1,2: contact office- name has been updated . H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, the patient presented asymptomatic during a routine follow up where a computed tomography angiography (cta) identified thrombus and a possible 3b endoleak. The patient is currently being monitored pending re-intervention.